Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the end turning part (rod) of one [1] polarstem stem inserter broke off. The procedure was resumed, after a non-significant delay. It is unknown how the procedure was completed. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the complaint used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the inner pin of the rod is fractured. Additionally, the knob shows hit marks. Further, the plastic around the outer pins of the handle to fixate the rod is damaged. It can therefore be assumed that the device was impacted with a mallet or similar. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 2 additional similar complaints reported for the same batch, and 9 additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the event can be attributed to an unintended use error which caused or contributed to the event. The surgical technique - polarstem cementless and cemented stem system (01217-en v7 10/24) states ¿the stem inserter (75004650/21000300) is intended to be used for cemented stems only and shouldn¿t be used for impaction of ti/ha stems.¿ the need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.